Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the initial complaint was verified by analysts. The downstream sensor was the cause of the complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: a1, h6) customer notes that the reported incident occurred during testing. There was no patient involved.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable alarm. No adverse effects were reported.